Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump broke off. The customer¿s blood glucose was unknown. The motor blocked when he wanted to replace reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. We were unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarm. However, the pump passed the rewind test and displacement tests.